Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.